Event description:
Customer states that she obtained a reading of 232 mg/dl when she was feeling hypoglycemic symptoms of sweating and weakness. Customer ate 2-3 peach halves from a can. Customer felt weaker after eating peaches and called the emts. Customer arrived 15 minutes later and obtained a reading of 61 mg/dl on their meter. Emts made her a peanut butter sandwich, and customer was able to self-treat. Customer obtained a reading of 67 mg/dl on the emt's meter after the sandwich, and felt better. Customer was not transported to the hospital. Requested return of suspect device and strips; however, strips are no longer available and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.